Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the wires were hanging out of temperature module and it could no longer be used. This happened during set-up from the temperature cable getting pulled and breaking module housing. The device was not changed out, as the case was started and completed successfully without the module because it was not needed for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Software data logs received by the manufacturer on 04/24/2015 for further evaluation. The field service representative (fsr) installed a new temperature module and assigned accordingly to user facility specifications and completed testing. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.